Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is november 4, 2015

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due infection. Reportedly, two of the three incisions were reported with signs of infection. No other adverse effects were reported and no information provided on a system replacement.